Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 12 previously reported events are included in this follow-up record. Product return status 9 devices were received. 3 devices were not available for evaluation. Event confirmation status 9 reported events were not confirmed. Evaluation results 4 devices were found to be affected by corrosion. 2 devices were found to be affected by compromised lubrication. 3 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 9 devices were received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status: 9 reported events were not confirmed. Evaluation results: 4 devices were found to be affected by corrosion. 2 devices were found to be affected by a lubrication problem. 3 devices had no problem found. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.